Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the adhesive of the objective lens peeled off due to stress of repeated use, external factors or handling of the device. However, a definitive root cause could not be identified. The instruction manual states the inspection method associated with the event in "instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the deflectable videoscope exhibited adhesive peeling at objective lens. There were no reports of patient involvement.